Manufacturer narrative:
PMA/510(k) # k210476 device evaluation: 1 unit of lot number c1971096 of echo-hd-3-20-c was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 17 may 2023. The returned device lab findings and observations can be referred through the attached files. The mlla was examined and observed to be off centre needle removed from the device and proximal needle break below the sheath extender observed. Clarification was requested as follows; - was there any issue observed with the needle or any other defect observed prior to return, the needle was found to have a proximal break when returned to cirl. Reply received was as follows: "when I received the product from the customer, I simply received feedback that the product cannot be fixed to the accessory channel." Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-3-20-c device of lot number c1971096 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the echo-hd-3-20-c device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1971096 . Instructions for use and label: the notes section of the instructions for use (ifu0077), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the biopsy site¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as the circumstances of use could not be replicated in the lab. A possible root cause could be attributed to excessive force being used when adjusting the length of the sheath with the sheath extender. This may have caused the leur lock to go off centre resulting in the connection between the luer lock and scope becoming loose and as a result unable to lock on to the scope. The proximal needle break below the sheath extender could be connected to removing the handle from the scope due to the off centre mlla shaft because if the device/handle was suspended from the scope, the weight of the handle could stress the needle and the mlla. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, the leur lock was not connected with the accessory channel of the eus scope. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to excessive force being used when adjusting the length of the sheath with the sheath extender. This may have caused the leur lock to go off centre resulting in the connection between the luer lock and scope becoming loose and as a result unable to lock on to the scope.the proximal needle break below the sheath extender could be connected to removing the handle from the scope due to the off centre mlla shaft because if the device/handle was suspended from the scope, the weight of the handle could stress the needle and the mlla.

Event description:
This supplemental report is being submitted due to completion of the investigation on the 22-jun-2023.

Manufacturer narrative:
PMA/510(k) # k210476 investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Leur lock was not connected with accessory channel of the eus scope. Patient outcome: did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No. Patient/event info - notes: 1.1.1 if the report involves a kink or bend in the needle, where is this located on the device (handle end or patient end)? Unknown. 1.1.2 please describe the location in the body for the intended target site (pancreas, stomach, etc). Unknown. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. 1.1.3 please describe the size of the intended target site. Unknown. 1.1.4 if not with the device in question, how was the procedure performed and/or finished? Unknown. 1.1.5 was the device used in a tortuous position? Unknown. 1.1.6 are images of the device or procedure available? No. 1.1.7 was it damaged in packaging before removal? No. 1.1.8 was it damaged on removal from packaging? No. 1.1.9 was force required to remove the device? For complaints occurring during use (once in contact with endoscope) also ask: 1.1.10 what is the endoscope manufacturer and model number that was used? Olympus. 1.1.11 was the scope recently serviced / repaired? Unknown. 1.1.12 was force required on insertion of device into scope? Unknown. 1.1.13. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Related luer lock connection issue with accessory channel of the eus scope. 1.1.14. What is the endoscope manufacturer and model number that was used with this device? Olympus. 1.1.15. Was difficulty experienced while retracting the needle? Unknown. 1.1.16. Was the needle able to be fully retracted before removing from the patient? Unknown. 1.1.17. Was gaining access to the targeted site difficult? Unknown. 1.1.18. Was the endoscope in a flexed or twisted position at any time during the procedure? Unknown. 1.1.19. Was needle penetration of the targeted site difficult? Unknown. 1.1.20. Was the stylet fully in place inside the needle when advancing into the targeted site? Unknown. 1.1.21. Was the stylet partially removed prior to advancement of needle? Unknown. 1.1.22. How many biopsies/passes were obtained with use of this needle? Unknown. 1.1.23. Did any section of the device detach inside the patient? Unknown. 1.1.24. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? Unknown. 1.1.25. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? Unknown. 1.1.26. Was there difficulty in attachment / detachment of the leur to the scope? Yes it was. 1.1.27. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Unknown. 1.2 for complaints specific to the echotip ultra fiducial needle, rpn echo-22-f.